Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 180 units. Subsequently, cold insulin was used to fill the cartridge. There was no reported impact to the customer's blood glucose level. The customer declined to reload the cartridge and will continue to monitor pump performance.